Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. The customer¿s blood glucose level was unknown. Customer also stated that battery life was diminished also had no insulin delivery alarms. Customer also stated that insulin pump had rejected new batteries and plastic was chips off when changing reservoir. The insulin pump will not be returned for analysis.